Event description:
Boston scientific received information that during a device replacement procedure the chronic device was removed from the pocket and cautery was used to control pocket bleeding. The new device was on the surgical table during cautery use; the cautery wand was then placed into holster. The new device was programmed out of storage mode and taken from the table and placed into the pocket. Once the new device was placed in the pocket, the patient received a shock. The device was re-interrogated and found in safety mode. Re-interrogation of the device yielded a fault code due to an oscillator mismatch. It was reported that the device was not in cautery mode, but programmed off. This device was removed and a new device was successfully implanted. The effected device was returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the device was found in safety mode. The device memory showed three oscillator mismatch faults around the day and time of the implant procedure. The faults resulted in the device entering safety mode. The device case was opened and the crystal frequency was monitored with no anomalies noted. Slight heat was applied to the device and it exhibited another oscillator mismatch fault. The device was placed in a controlled chamber and cycled from 25 degrees celsius to 40 degrees celsius (77-104 degrees fahrenheit) and no faults were recorded. The oscillator crystal was then removed and tested. It did not pass the particle induced noise detection test. X-ray examination of the crystal after removal of the termination metal revealed a mobile piece of foreign material. The cause of the clinical observation was foreign material in the oscillator crystal.